Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the cardiac system was not working. The fe confirmed the system did not start (no boot). There is no report of death or serious injury associated with this complaint.